Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The device was received inoperable due to a constant load set alarm, which is consistent with the reported symptom does not recognize a closed door, determined to be caused by a failed lower auxiliary assembly hook switch. The lower auxiliary assembly, which contains the failed hook switch, was replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt injury.